Manufacturer narrative:
An internal complaint was initiated following a review of a 2021 scientific publication entitled, "discrepancy between vitek® 2 and etest aminoglycoside susceptibility testing for multidrug-resistant acinetobacter baumannii" by vardanega, j. Et al. This article is presented in the form of a case study of one patient and focuses on the multi-drug resistant acinetobacter baumannii isolated from the left knee surgical wound. This patient strain tested amikacin and tobramycin susceptible by vitek® 2 (ast-n246 using eucast breakpoints); however, testing by etest® resulted in amikacin and tobramycin resistant. Etest is not a reference method for vitek® 2. The article does not include any details regarding test set up (incubation time, media used, inoculum density) or quality control conducted. The author states one vitek® 2 instrument was used in testing. Amikacin result for acinetobacter is reported and there is an vitek 2 alternate method limitation for this combination. The ast-n246 card used in this testing includes amikacin and tobramycin formulations an01n and tm01n. The reference method used for development of these antimicrobials was agar dilution. The author acknowledges newer versions of the drugs have been available since 2010. Additionally, the author states that it is possible that their susceptible results could be due to sampling of a subpopulation. Whole-genome sequencing was conducted on this isolate and revealed a 16s methylase gene (arma), known to mediate pan-aminoglycoside resistance. Within the body of the article, the author documents results of a larger study done in 2010 that reported false susceptibility to aminoglycosides. The referenced study included 107 acinetobacter baumannii-calcoaceticus isolates and used broth microdilution as the reference method. This 2010 study claims a high vme rate for tobramycin (13.1%) and amikacin (36.4%). A published package insert limitation instructs the user to perform an alternate method of testing prior to reporting amikacin (an01n) results for acinetobacter spp. The biomerieux published vme rate for amikacin (an01n) is 0.0%, excluding acinetobacter species. The published vme rate for tobramycin (tm01n) is 0.0%. Submittal of the isolate is required in order to confirm a vitek® 2 discrepancy compared to the reference method. The lot number for the implicated card type is not available, so qc performance review of the lot cannot be performed.

Event description:
An internal complaint was initiated following a review of a 2021 scientific publication entitled, "discrepancy between vitek2 and etest aminoglycoside susceptibility testing for multidrug-resistant acinetobacter baumannii" by vardanega, j. Et al. A healthy (B)(6) male was in a motorbike accident with many injuries including "multiple intracranial, maxillofacial and orthopedic injuries requiring bilateral decompressive craniectomies, tracheostomy placement and prolonged intensive care admission." He was transferred to an (B)(6) tertiary hospital from (B)(6). His orthopedic injuries included compound left femoral, patella and tibial fractures, requiring open reduction and fixation, surgical debridement, and vacuum-assisted closure (vac) dressings. He was treated on arrival to the (B)(6) hospital with "levofloxacin, ceftolozane-tazobactam and tigecycline, for treatment of a line-related pseudomonas aeruginosa bacteraemia, a polymicrobial ventilator-acquired pneumonia, and a carbapenem-resistant acinetobacter baumannii (crab) infection of the left knee surgical wound". Bacteremia and pneumonia received adequate therapy; therefore, antimicrobials treatment was stopped. Surgical exploration of the knee wound revealed tissue consistent with an active infection. The organisms on the operative tissue specimens were identified as acinetobacter baumannii complex and corynebacterium striatum. He was then treated empirically with IV amikacin and vancomycin. Vitek® ms identified first isolate as acinetobacter baumannii. The vitek® 2 ast-n246 test kit (reference # (B)(4), lot # unknown) reported acinetobacter susceptibility to tobramycin and amikacin, but resistance to all other antimicrobials. The cultures were negative for corynebacterium striatum after four days of vancomycin treatment; however, acinetobacter continued to grow. The hospital used etest® as an alternative method. Etest results revealed amikacin and tobramycin mics of >256 mg/l, indicating resistance, with susceptibility only to colistin. To investigate the discrepant vitek 2 ast-n246 card and etest results (very major error), the authors performed whole-genome sequencing (wgs) of the acinetobacter baumannii isolate. The wgs analysis identified a 16s methylase gene (arma) implicated in pan-aminoglycoside resistance, in addition to an oxa-23 carbapenemase. This confirmed the resistance to amikacin. As vancomycin treatment was successful, and the acinetobacter baumannii was multi-drug resistant, all antimicrobials were stopped. Colistin was not used for treatment as the hospital was concerned with toxicity. The hospital tried multiple limb-salvaging therapies and antiseptic washes with favorable outcome, resulting in surgical closure of the wound 18 days after antimicrobial cessation. After two months in rehab, a bone scan and MRI found features consistent with osteomyelitis of the anterior left tibial metadiaphysis. The patient required an above-the-knee amputation, occurring seven months after initial injury. Etest is not a reference method for vitek 2. The ast-n246 card used in this testing includes an01n and tm01n. The reference method used for development of these antimicrobials was agar dilution. However, the susceptible to amikacin and tobramycin by vitek 2 and resistant by etest is considered a very major error (vme). In addition, "a limitation instructs the user to perform an alternate method of testing prior to reporting amikacin (an01n) results for acinetobacter spp. The biomerieux published vme rate for amikacin (an01n) is 0.0%, excluding acinetobacter species. The published vme rate for tobramycin (tm01n) is 0.0%." The patient was inappropriately treated with amikacin as the acinetobacter baumannii isolate was resistant to amikacin. The authors noted there was no aminoglycoside-related nephrotoxicity, but that otovestibulotoxicity could not be fully assessed as the patient had a dislocated left ear ossicles. A biomérieux internal investigation has been initiated.